Manufacturer narrative:
The complainant was unable to provide the suspect device lot number and model number; therefore, the device manufacture date and expiration date are unknown. According to the complainant, the suspect device has been disposed and is not available for return. A device evaluation cannot be performed; the cause of the reported malfunction is undetermined.

Event description:
Note: this report pertains to one of three events that occurred during the same procedure. Refer to associated manufacturer report # 3005099803-2008-6272 and 3005099803-2008-6274 for descriptions of the other events. It was reported to boston scientific corporation on march 31, 2008 that a resolution clip device was used during an esophagogastroduodenoscopy (egd) procedure in 2008 (patient gender, age and weight unknown). According to the complainant, during the procedure, they attempted to deploy the clip and the clip would not deploy, it would not separate from the sheath they used a second and the clip would not deploy it would not separate from the sheath. They used a third clip and the clip would not deploy, it would not separate from the sheath. The procedure was successfully completed with a competitive device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be ok.